Event description:
It was reported that this left ventricular (lv) lead migrated into the coronary sinus main. The initial procedure was lengthy due to inadequate vascular anatomy. Diaphragmatic stimulation was present so the physician had to choose a bail out vessel. The lead was explanted. A new lead was placed in a secondary bailout vein which in retrospect was too large for the straight lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.